Event description:
It was reported that the device would not power properly. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it did not complete a normal power-up. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the device e and could not replicate or confirm the previously observed malfunction and root cause could not be determined.